Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.7 cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the that the pod was not connecting to the sensor. Symptoms reported include feeling sweat and confused. The patient was treated with the half of a sandwich, and an IV (intravenous) with sugar. The patient was released the same day (B)(6) 2025). The patient was worn when seeking medical attention.